Event description:
It has been reported to philips that the system had a host pc connection failure, which can impact booting. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a planned /non-emergency treatment which was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc connection had failed. Upon functional testing, the fse found that the host connection failed intermittently due to problems with pc parts. To resolve the reported issue, the fse replaced the host pc and changed the mac address. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.